Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a vacuum two error during lasik flap creation. Additional information received; the procedure was completed without harm to the patient.

Manufacturer narrative:
Additional information provided. During technical onsite visit the field service engineer (fse) replaced multiple parts. The system meets service installation record. The possible root cause could be a faulty component of the vacuum system. The manufacturer internal reference number is: (B)(4).